Event description:
It was initially reported that the pt's generator was replaced due to unk reasons. It was later indicated that the pt could no long perceive stimulation and was having an increase in seizures, since he was implanted for "a long time." The pt's device was able to be communicated with and the elective replacement indicator was flagged "no". Specific diagnostics were not made available, but the nurse did not believe that there was a device malfunction or the vns was causing the increase in seizures. The nurse was unable to provide the pt's seizure frequency in relation to the pre-vns baseline levels as the pt was new to their facility. The pt was said to have been seizure free for some time. No further details were made available by the facility. The pt's device was replaced. Good faith attempts to obtain the device for analysis have been unsuccessful to date.